Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the patient expired after an implant duration of approximately 2 weeks due to acute myocardial infarction. It is unknown if the death was device related. Despite repeated attempts to receive further information regarding the event, no additional information was received.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: myocardial infarction usually occurs due to obstruction of a coronary artery and inadequate perfusion of the heart tissue. It may occur as a complication of surgery or months to years after surgery. Without any additional information or the sample device, the root cause of this event cannot be determined. There have not been any allegations that the edwards valve caused or contributed to this patient's death. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.